Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and a foreign material issue occurred. The nurse reported that it was hard to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium it was only possible with great effort. And the insertion from the octaray catheter was stiff and the movement was not easy. The sheath was changed to another one from the same type. When the physician took out the octaray catheter there were fibers probably from the valve on the catheter. After changing the sheath, the procedure was ended successfully. So, there was no damage and consequences caused to the patient. Surgery was delayed due to the reported event for 5 minutes. The procedure was successfully completed. Additional information was received indicating it was the hemostatic valve that broke. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed directly when they felt the resistance in the movement of the catheter inside the sheath.

Manufacturer narrative:
On 10-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-dec-2022, additional informed was received indicating that when the physician took out the octaray, there were fibers on the catheter that were probably from the valve.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a cardiovascular ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and a foreign material issue occurred. The nurse reported that it was hard to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium it was only possible with great effort. And the insertion from the octaray catheter was stiff and the movement was not easy. The sheath was changed to another one from the same type. When the physician took out the octaray catheter there were fibers probably from the valve on the catheter. After changing the sheath, the procedure was ended successfully. So, there was no damage and consequences caused to the patient. Surgery was delayed due to the reported event for 5 minutes. The procedure was successfully completed. Additional information was received indicating it was the hemostatic valve that broke. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed directly when they felt the resistance in the movement of the catheter inside the sheath. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection of the returned device. Visual analysis of the returned sample revealed the hemostatic valve was found in good shape, no damage was observed and it was in its place, no dislodgment was observed. The dilator and a good known lab sample catheter (smart touch) were introduced through the sheath, and resistance was felt at distal part of the sheath. The boroscope was introduced, and liner fibers, made of polytetrafluoroethylene, (ptfe) were observed at the obstruction point. The sheath was dissected and it was confirmed that the obstruction was caused by the inner liners of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Additional investigation for this unit shows that the failure may have resulted from a combination of aggressive insertion while there was a damaged liner present. The high resistance found during the insertion of the dilator may have been an indicator that the liner was collapsing. Upon deflecting the sheath the tear could propagate throughout the length of the deflection curve. A device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: liner (g04083) were selected as related to the customer reported ¿foreign material¿ and ¿resistance¿ with the sheath. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported hemostatic valve separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).